Manufacturer narrative:
(B)(4). Initial report sent to FDA on 09/20/2012.

Event description:
Procedure type: liver resection with roux-en-y. According to the rptr: tan reload jammed on fifth firing of gia universal. Knife was deployed but jaws of stapler wouldn't open. More bowel had to be resected to remove stapler. Pt status okay.